Event description:
Healthcare provider reports: protime system inr results lower than expected. On (B)(6) 2010, pt protime inr was 1.9; bbl fibrometer inr 4.41. On (B)(6) 2010, pt bbl fibrometer inr 1.69, pt was not tested on protime instrument. Pt's inr therapeutic range: unk. No adverse reactions observed.

Manufacturer narrative:
(B)(4). Manufacturer awaiting additional info from customer for further complaint eval.